Manufacturer narrative:
One device was returned for investigation. Upon visual inspection, the complained issue was confirmed. Root cause analysis leads to user wear and tear and damage. No patient harm reported.

Event description:
It was reported that the air detector latch and cover were broken.